Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm valve was explanted due to degeneration leading to severe aortic stenosis and mild/moderate regurgitation (implant duration 3 years and 2 months). In a tee echo performed one (1) year and two (2) months after the implant of the original dvr surgery, the aortic valve was showing high gradients. In a tee performed two (2) years and seven (7) months after the implant, it was observed that this high gradients were worsened (v max 4m/s, peak 64 mmhg, mean 35 mmhg, ava 0.7 cm2) suggesting progressive stenosis and showing mild to moderate aortic regurgitation. As per op report of the re-do surgery, at explant the 21mm valve did not had perivalvular leaks but the leaflets were stiff and thickened and seemed not to closed properly. Patient deceased in the op theater.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.